Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced repeated hypoglycemia, including a documented blood glucose of 59 mg/dl with a downward trend, while using the pump without consistent meal announcements; the user expressed concern about the pump¿s reactive behavior and discussed potential algorithm adaptation and a possible factory reset with a healthcare professional. Symptoms included hypoglycemia. Outcomes included oral glucose administration and user education on troubleshooting and algorithm function. Investigation included a review of device performance through customer interview, use history review, and troubleshooting and education with the user. Investigation of this case revealed cause of hypoglycemia was unclear with no device alerts or alarms reported. It was concluded that the event involved hypoglycemia with an undetermined cause, with no evidence of device malfunction identified during troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.